Manufacturer narrative:
Device evaluation: results: 3 sets of unopened samples were checked visually and no abnormality such as damage or molding defect on safety shields related to the reported event were found. Then each actuation of the safety shield was checked and no problem was found on the breakaway force, sustaining force or security force. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers indicated failure mode. Under our manufacturing process, incoming inspection is conducted for molded parts and only lot passed the inspection is used for assembly, therefore, the possibility that a defective part is assembled to product is very low. Also, product is assembled by automatic assembly machines and routine maintenance check is conducted for the machines, therefore, the possibility that the defect is caused by machines is very low. In addition, products are sampled per 2 hours and the appearance, dimension and function are checked under process inspection and the same check is performed under release inspection, therefore, the defect could be detected if by any chance the defect is caused by machines continuously due to a machine trouble or something.

Manufacturer narrative:
(B)(4). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The medical lab technologist obtained a contaminated needle stick from a used safety device after trying to engage the safety mechanism. Post exposure lab tests were drawn for detection of (B)(6). No prophylaxis was provided.

Manufacturer narrative:
Corrections: brand name: 23 g x 0.75 in needle x 12 in tubing bd safety-lok¿ blood collection and infusion set with luer adapter. Report to FDA: unknown. Device evaluation: no sample was returned. 50 sets of retained samples for safety-lok bcs were checked visually and no abnormality such as damage or molding defect were noted on the safety shields, which could be related to the reported event, was found. Of each actuation of the safety shield of the lot concerned, 13 sets were checked and no problem was found on the breakaway force, sustaining force or security force. The manufacturing and inspection records of the lot concerned were reviewed and no abnormality which could be related to the reported event was found. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6a0821. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers indicated failure mode. Since no defect was found under the above investigations and also our safety shield does not have any place to be caught structurally, the manufacturer was unable to specify the cause of the reported event. Under the manufacturing process, incoming inspection is conducted for molded parts and only lot passed the inspection is used for assembly, therefore, the possibility that a defective part is assembled to product is very low. Also, product is assembled by automatic assembly machines and routine maintenance check is conducted for the machines, therefore, the possibility that the defect is caused by machines is very low. In addition, products are sampled per 2 hours and the appearance, dimension and function are checked under process inspection and the same check is performed under release inspection, therefore, the defect could be detected if by any chance the defect is caused by machines continuously due to a machine trouble or something.